Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty qb board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osh) was informed that the customer high definition liquid crystal display monitor reportedly was found to have ¿no serial digital interface (sdi) signal input¿ during preparation for use (patient was not under anesthesia). The facility finished the case with another similar device. The case was not delayed more than 15 minutes. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The referenced device was returned to the service center. The service evaluation confirmed the customer¿s reported issue as there was no output under sdi and digital video interface (dvi) channel. Troubleshooting confirmed the cause to be attributed to a defective board (qb). The cause of the defective board is unknown. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The customer provided additional information on 18apr2022: the procedure was therapeutic.

Manufacturer narrative:
See update in section b5.